Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the water tank cover is broken on all four corners, old style on/off switch and printed circuit board (pcb), corroded quick connect, pole clamp discolored, line cord discolored. Functional testing found a water tank leak from cracked cover due to overtightening. No action taken due to age and condition of the device. It is deemed beyond economical repair and will be scrapped. The root cause of the reported issue was found to be supplier issue. This issue is being monitored via an internal snn and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.